Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "leak." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.4, d.7., d.10., g.3., h.3., h.4, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified curved opening, crease fold, and wear abrasion. Leak test was performed and identified a cracked opening on diaphragm valve and a curved opening. A microscopic analysis was performed which identified a cracked opening and a striated edge opening in the posterior side. Based on the device analysis the final assessment was a cracked opening on diaphragm valve due to cracked valve seat diaphragm valve, and a striated edge opening on posterior side due to surgical damage. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported a right side "leak." Device has been explanted.